Event description:
Procedure: lap chole. According to the reporter: when surgeon passed non-disposable clip applier through trocar, jaw would catch on blue seal. Surgeon noticed bits of blue falling into patient and a new trocar was opened. Same thing happened with second trocar with pieces of the trocar seal falling into the patient. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).